Event description:
The rptr's wife tried this device to alleviate edema of the lower leg. The device should cycle on for 26 seconds every 30 seconds and off for four seconds. The instructions call for setting the pressure at 120 mm of mercury and to apply for three to six hours. The rptr found that the device cycled on for 28 seconds and off for two seconds which means that 93% of the time, while the machine is on, there is no arterial pulse or venous return. His wife's blood pressure on the day the device was first tried was 95/58, therefore, the rptr set the pressure at 70 mm of mercury so that the pressure would not exceed her mean systolic pressure. (There is nothing in the instructions to suggest that the pt's blood pressure should be checked.) He also found that the device was miscalibrated since it occluded his wife's pulse at 85. The second time the device was tried, the rptr's wife's blood pressure was 110/70, and the pressure was set at 75. After 35 minutes of treatment and removal of the device, there was a complete outline of the peripheral veins which did not go away for 1 1/2 hours. The rptr stated that it looked like a tourniquet had been applied to his wife's leg.